Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause of the failure to be an open trace between the c25 and c4 capacitors.

Event description:
During a morning shift check, it was reported that the device would not power on. There was no patient use associated with the event.